Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a green image. The issue was found during preparation of use. There was no patient involvement.

Event description:
It was reported the rigid video scope had a green image. The issue was found during preparation of use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is green olympus will continue to monitor field performance for this device.